Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display screen was noted to be dim with pink contrast.

Manufacturer narrative:
(B)(6). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim display with pink contrast. A new test screen was connected to the pump and illuminated properly. There was visible corrosion in the battery compartment. Leak testing and visual inspection revealed a battery compartment crack from the compartment threads to the seal.